Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that an alert was received for the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead due to high out of range pacing impedance measurements. A revision procedure was performed where the other manufacturer's rv lead was surgically abandoned and the ICD remained implanted. The ICD was explanted four years later due to an elective replacement procedure where the patient was having pocket pain. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.